Event description:
During a check-out procedure at the manufacturer's service center, a high temperature alarm condition was observed. The device was not in patient use. The device's thermistor needs to be replaced to address the issue.